Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the visibility of the subject device was poor and that it caused double vision. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was broken, and objective lens window was scratched. A root cause could not be identified. Based on the results of the investigation, regarding the customer's allegation and the newly identified malfunctions, it is likely the following led to the malfunction: failure of universal cable, and therefore image turned pink and green. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.